Manufacturer narrative:
Results: evaluation of the returned alarm did not confirm the reported issue. The unit's alarm tone sounds when powered on; however, the pre-recorded voice message does not play, only clicking sounds is heard due to a non-functioning voice chip. The alarm case has cracks on the dust covers outside the battery compartment. The battery door is missing. The moisture indicator has signs of being exposed to moisture. There is battery leakage/corrosion on the flat battery contacts. Damages found on the alarm may contribute to the issue found. Alarm has been in service for over three years. (B)(4).

Event description:
Customer reported the alarm has no sound not even with new batteries. Customer did not provide any patient information, when issue was discovered or the date of event. Customer reported that there was no patient incident or injury when this occurred.